Event description:
Patient reported that 4 infusion sets leaked. Infusion sets were in use for a while before the leaking occurred. The patient's blood glucose was not affected by the leaking infusion sets.